Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a protruded/loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the loose drive support disk. The unit was received with missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus delivery several times. The customer blood glucose reading was 440mg/dl. Troubleshooting was performed, and the drive support cap was flush or possible even protruded a little bit. Assisted the caller to run a manual prime test and the insulin did exit. The displacement and self test were completed and passed. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.